Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device ran in the locked position and was vibrating. The device also failed pretests for thimble lock operation and vibration. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device ran in the locked position and was vibrating. It was further determined that the device failed pretest for thimble lock operation and vibration. It was noted in the service order that during an unspecified surgical procedure, it was observed that the cutter device fell off. It was reported that the cutter device did not fall into the patient. There were no reports of surgical delay and a spare device was used to complete the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.